Manufacturer narrative:
Continuation of d10: dtma1d1 implanted: (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and bipolar impedance variations. Noise and oversensing were observed in the rv channel. Additionally, the rv lead exhibited an impedance spike and had a confirmed fracture on the low voltage portion of the lead. The rv lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.